Event description:
On (B)(6) 2011, the customer stated an initial false positive axsym toxo-g result of 5.1 iu/ml was generated for a female patient and reported out of the laboratory. When testing was repeated with the same reagent, a negative result was generated. The positive result was not consistent with the patient's history, therefore, the sample was sent to another laboratory where another negative toxo-g result was obtained (method unknown). The customer also observed axsym error message 5066 (matrix cell not detected) unrelated to the false positive toxo-g result. Upon troubleshooting the issue, abbott field service checked the axsym message log and noted all maintenance current, however, the customer had not run toxo-g quality controls since july, and no controls were processed when the false positive toxo-g result was generated. When the customer processes controls, they are run on wednesdays and only one control level for each axsym assay. There was no impact to patient management.

Manufacturer narrative:
The customer did not return patient sample for investigation, therefore, two different lots of retained axsym toxo-g reagent kits (complaint lot and reference lot) were used to test toxo-igg calibrators and one replicate of each control level on two different instruments. Both calibrations were valid and control values were within specifications. Additionally, reproducibility testing of 30 replicates of negative control was performed with both reagent lots on each of the two instruments; negative control values were between 0.0 and 0.2 iu/ml and no false reactive results were generated. These control values were statistically analyzed and no difference in reagent performance was determined. Specificity testing with the complaint reagent lot 02618li00 was performed with five replicates of a specificity panel which were within range and no false reactive results were generated. A review of complaint records for the suspect reagent lot did not identify complaints related to the customer's observation of false positive axsym toxo-g patient results. A review of product labeling concluded the customer's observation of false positive patient results is sufficiently addressed. No product deficiency was identified in the investigation, therefore, it was determined that axsym toxo-g reagent lot 02618li00 performed acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.